Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. During a follow-up call, the customer reported that the insulin gauge displayed 50 units, which was lower than what the customer expected to observe. Additionally, during another follow-up call on (B)(6) 2017, the customer reported receiving another inaccurate fill estimate of 85 units. The customer loaded a new cartridge successfully following the load screen instructions per the user guide with assistance from tandem technical support, and received an accurate fill estimate. The customer's blood glucose level ranged from the mid-100's to 200 mg/dl.